Event description:
It was reported the nail implanted broke two months post operation. No fall or acute trauma reported. Revision surgery scheduled already.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batch. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.